Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap cannot be removed from the pump. No moisture corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-mar-2019 with the following findings: a visual inspection revealed that the battery cap was damaged with stripped threads. The battery cap was hard to remove and insert due to the cap¿s stripped threads. The battery cap was not able to tighten to a test pump. A test cap battery cap was able to be inserted and removed fluently. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.